Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2023-05127. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) ;mfg report number 2249723-2023-05127.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium is leaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.